Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the there was a crack at the back of the insulin pump and the retainer ring came off as well. They reported that the reservoir was not able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Retainer ring recall details were added with this report.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, faded serial number label, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.